Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and site cannot be determined.

Event description:
It was reported the lead was "malfunctioning" and was taken out of use. The physician chose to replace the ICD system with an ipg. The patient's outcome is noted as 'ok'.

Event description:
It was reported the lead was "malfunctioning" and was taken out of use. The physician chose to replace the ICD system with an ipg. The patient outcome is noted as 'ok'. Additional information received stated the lead 'showed typical fracture behaviors'.